Event description:
It was reported by the patient that they had a monarc sling implantation in 2008. The sling "is going to come out because of severe pain in the groin, particularly the left side." No additional patient complications have been reported in relation to this event.